Manufacturer narrative:
Submit date: 11/28/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states incorrect feed rate. This was discovered during testing and no patient was involved. The pump only delivered 344 ml and was set for 400 ml per hour. The timer alarmed at 344 ml which was set for 1 hour.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿incorrect feed rate¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.